Event description:
It was reported that the patient had an inappropriate shock due to atrial fibrillation with a rapid ventricular response. Technical services discussed the electrograms with the caller. The doctor will be asked to consider rate-control for the atrial fibrillation. There were no additional adverse patient effects. The system remains implanted.